Event description:
Cordless driver 3 was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.